Manufacturer narrative:
A series of photos were shared by the customer, where a comparison with a "good and actual samples" where a gap between the connection of the body and spike is observed. One used list# kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received, the chemolock spike junction was loose and the parts were easily separated from each other, a beach marks were confirmed. Complaint can be confirmed. The probable cause of the separation, that lead the leaks was due to unintentional bending force applied during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Additional contact distributor name (B)(4).

Event description:
Gcm received an email on 12-may-2025 from rumi fukuzawa on behalf of (B)(6) from (B)(6)- quality assurance section, regarding a chemosafelock bag spike with list number kl-bs001u3 and lot number 14139272. The reporter stated, ¿leakage at the connection¿ there was no reported impact of the event on the patient and medical institution worker. The product was not contaminated with blood or body fluid. The event was noted after use to the patient. The quantity affected is 1, and the sample is available for investigation. There was no patient involvement, and no patient harm reported in the event. (B)(6) 2025 update: gcm received response for the additional information requested through email from the customer on (B)(6) 2025. The event was reported by (B)(6), a pharmacist from(B)(6). The reporter stated "complaint: leakage. Drug solution leaked when a bag spike connected to an infusion line. One (1) actual sample and one (1) unopened same lot sample were received. The actual sample was connected to our inhouse saline bag, and the result shows as below. Leakage was confirmed at the connection between the body and the spike. One the other hand, no leakage was observed on the same lot sample. Upon closely checking the connection between the body part and the spike of the sample, the insertion seems incomplete. " the event was not detected prior to direct patient use. There was patient involvement. There was no serious injury/death, no blood loss, no adverse operator consequences, no unprotected chemo exposure and no medical/surgical intervention were required. The device was changed with no further problems encountered. Same lot device sample is not available. Mating device is not available to be tested. 1 involved defective set and 1 actual sample is available for investigation. Sample pictures of the defective chemosafelock bag spike have been provided. (B)(6) 2025.